Event description:
Per the clinic, the patient experienced scabbing at implant site and out of compliance electrodes. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). It was further reported that reprogramming was successful in bringing the electrode map back into compliance.